Event description:
It wats reported that patient initiated interrogation (pii) of this pacemaker was unsuccessful, and the last successful device transmission was nearly 1.5 months ago. A device evaluation from (B)(6) 2026 revealed a battery longevity estimate of 1.5 years remained at that time. While troubleshooting the communicator interrogation issue, the patient's landline connection was replaced with a cellular adapter, and piis were attempted in the bedroom and living room. During these attempts, two to three collecting waves were observed. A request was made to have remote monitoring data from this device analyzed. Based on the multiple pii attempts, it was suspected that the device had exceeded the weekly maximum of piis. It was later confirmed that environmental interference had occurred that day of pii attempts. The next day, successful communicator interrogation revealed that the pacemaker was operating in safety mode. Programmer interrogation confirmed the device was operating as programmed and there was 1.5 years remaining on the battery. The following month, this pacemaker was explanted and replaced. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.